Manufacturer narrative:
(B)(4). Batch # r57w31. The analysis results found that the tlc75 device was received with the knife exposed, the firing knob in the forward position and with a cartridge reload loaded in the device. The cartridge reload had the proximal 35 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position. The knob was returned to its home position and the cartridge reload was manually unlocked, the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic esophagectomy, the knife did not return at the firing. Another device was used to complete the case. There were no adverse consequences to the patient.